Event description:
It was reported that the drill broke during work shop. It was not used in the medical procedure.

Manufacturer narrative:
(B)(4). Conclusion:the investigation determined the device fractured in ductile shear overload from rotational forces. No evidence of material or manufacturing defects were found during the investigation.the damaged device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance.

Event description:
It was reported that the drill broke during work shop. It was not used in the medical procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.